Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. Possible causes, as determined by the legal manufacturer, include a defective or worn power switch mechanism component.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information.

Event description:
The procedure performed was a colonoscopy. The procedure was completed with another device of the same model (cv-190).

Manufacturer narrative:
The cv-190 was returned to olympus and evaluated. The user reported problem of "can't turn it on or off" was confirmed and the cause assigned to a broken main switch.

Event description:
The user facility reported to olympus that their evis exera iii video system center power switch was "sticking" and the they were unable to "turn it on or off." There was no patient injury or harm associated with the problem. The intended procedure was completed using the same device. The intended procedure is unknown. The user facility indicated on follow up communication that the device button appeared to break upon turning the device on and remained stuck in the on position; thereafter, the power button could not be turned on or off. Inspection of the device by the user facility did not reveal any damage or abnormalities. Per the user facility, the device was functioning as expected other than the broken button.